Manufacturer narrative:
Product event summary: analysis confirmed that the programmer booted to an error and therefore the media processing unit was replaced. The programmer also had an error when loading software during analysis and therefore the hard drive was replaced. Analysis also found that the keyboard was pulling apart and that there was a broken left keyboard hinge and therefore the keyboard and the hinge were replaced. (B)(4).

Event description:
It was reported that the programmer exhibited an error message. The caller ran the service disk and then received another error message when the programmer was turned on. The programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer exhibited an error message. The caller ran the service disk and then received another error message when the programmer was turned on. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.